Event description:
Further follow-up revealed that the vns system (generator and lead) was explanted due to the reported high impedance event. The patient reportedly did not experience any trauma or manipulated the device. The patient had experienced an increase in seizures due to not receiving the vns stimulation. However, per the treating physician, the patient reportedly is doing reasonably well.

Event description:
Painful and continuous stimulation. The patient was reportedly also experiencing muscle twitch on the right side of the neck. The patient's symptoms resolved after the device was programmed to off, and returned when the device was programmed back to on. The patient's device was subsequently programmed back to off. Device diagnostic testing was within normal limits, indicating proper device function. It was reported that the patient had experienced a fall approximately one month prior. Review of x-rays by manufacturer revealed that the lead electrodes are implanted at c6 with strain relief and one visible tie down. The generator is implanted in the left chest with feedthroughs intact and lead lead intact at the connector pin. The lead connector pin could not be verified as fully inserted past the generator connector block. There were no visible gross lead discontinuities; however, some portion of the lead was behind the generator. A lead discontinuity behind the generator could not be ruled out. The likely cause of the lead/generator disconnection is the fall experienced by the patient. Revision surgery is likely.

Event description:
The lead was analyzed. Product analysis summary: an analysis was performed on the returned lead portions, and no conditions that support the reported high impedance were identified. Since no anomalies in the lead performance were identified, no root cause could be determined. The condition of the returned lead portion are consistent with condition that typically exist following an explant procedure. Continuity checks were performed successfully with no discontinuities identified. The connection between the setscrew and lead pin showed evidence that proper mechanical and electrical connection was present. The concomitant device (pulse generator) was analyzed. Product analysis summary: no electrical or visual anomalies were identified that could adversely affect device performance. The generator is operating within limits; meeting the MFR's final electrical test specification. The cause of the reported high impedance is unk. Possible causes of high impedance include: broken lead, pt movements, bad connection, electrode to vagus nerve interface, generator approaching end-of-svc, physician/pt training. Damaged during mfg, design durability, or corrosion.